Event description:
Info received indicates, the siderail is not locking.

Manufacturer narrative:
The tech found the spring for the locking mechanism was full of debris. He removed the debris to repair the bed.